Event description:
A customer reported a vitek 2 yeast (yst) identification ID test kit obtained a discrepant organism identification. (B)(6) was misidentified as (B)(6) on a quality control sample. There is no indication from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to any patient's state of health. An investigation into this incident has been initiated within biomerieux.